Event description:
It was reported that a cartridge alarm occurred during the loading sequence. Customer's blood glucose level was 8.4 mmol/l. Customer reverted to an alternate method of insulin therapy.